Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was undergoing a-v optimization, with the device pacing function inhibited when the patient was noted to go into spontaneous ventricular tachycardia (vt). The device was returned to normal programming; however, the rate of the vt was not in the programmed zone. The zone was reprogrammed and a shock was delivered, but did not convert the patient. A second shock was delivered from the device before 4 manual shocks were delivered. An external shock was used to rescue the patient. The patient was hospitalized. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.